Event description:
The user facility reported that the device indicated that an unspecified quantity of morphine was delivered, however, the solution bag was still full. The device was set in pca + bolus mode. The expected and actual duration of the infusion was not known. The pump was set to deliver 44cc of morphine but after the duration of the infusion 40cc remained in the bag - the 4cc was the amount used for priming. The pump appeared to be functioning as normal with no abnormalities noted. There was no info provided regarding administration set. This incident occurred during patient use but there was no adverse outcome to the patient. No other info is available.

Manufacturer narrative:
The device was returned to baxter's product analysis lab for evaluation. Two accuracy tests were performed per the customer's settings. With 5.0ml bolus delivered and 6 pca dose injected, the pump delivered +2.64%. With 5.0ml bolus delivered and 1 pca dose injected, the pump delivered +3.50%. Additional accuracy test was performed on continuous at 10 ml/hr for 60 minutes. The pump delivered +3.7%. Specification for this device is +/- 8%. Therefore, the reported condition was not confirmed. The pump passed the accuracy tests within specifications. The device will be returned to the customer.